Event description:
A report was received that the patient was having a hematoma around the pocket site. The physician believes the hematoma was procedure related. The patient was admitted at the hospital and underwent an irrigation and debridement procedure. The patient was doing well post-operatively and was discharged from the hospital.